Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned as it remains implanted. Without return of the explanted device the reported clinical observation cannot be confirmed and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm pericardial aortic valve now exhibits aortic insufficiency after an implant duration of eight (8) years, four (4) months. A 23mm transcatheter valve was implanted within the existing valve. Both devices remains implanted.

Manufacturer narrative:
Additional manufacturer narrative - the patients medical history may have played a role in the re-operation of this device.

Event description:
Edwards received information that a patient with a 21mm aortic valve exhibits symptomatic aortic insufficiency and stenosis. A 23mm transcatheter valve was implanted within the existing valve. Both devices remain implanted. Patient tolerated the procedure well and was transferred to surgical intensive care unit in stable condition. Patient was discharged on post operative day two.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event.